Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor notified zoll that a patient had a skin irritation. The patient reported a rash under the front therapy electrode. The irritation was reported to be the size of the therapy electrode, slightly sore, but not broken open. During a follow up the patient reported that her doctor prescribed a medication for the irritation, which was improving.